Event description:
It was reported that pump experienced malfunction while being updated, and malfunction code was displayed and continued to recur after reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.